Event description:
It was reported that by the patient that they were using a hand held massager and the device went off. The patient felt better after the shock. Follow-up information from the clinic indicates the patient did receive a shock for atrial fibrillation. The patient¿s medications were to be adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2009. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.